Event description:
The right hip post-op x-rays showed the corail stem had protruded the femoral canal, and it appears that old scarring from a previous fracture from the 1970's had caused the blow out and, therefore, the reamer hit the side of the callus and pushed it out.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.